Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was undersensing p-waves. Programming changes were performed. There were no patient consequences.